Event description:
The display of units remaining in the cartridge would go from 65 to 20 units then back up to 40. When they removed the cartridge from the pump there were only 5 units remaining. They also reported that the pt's blood glucose levels have been erratic.